Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, product number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. By providing a product number and lot number, our team would also be able to complete a review of the production history. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: no lot, product #, or sample.

Event description:
It was reported that syringe is missing scale graduation marking with an unspecified bd 5ml syringe. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported through a phone call that the customer has found several syringes that are missing graduations markings. He stated that they have been having the same problem with other size syringes as well but could not provide any specifics. Additionally, on (B)(6) 2020 the customer provided the following additional information: what is the quantity affected? Unsure of full effect, to be honest. I had a few folks bring me syringes of various sizes, after noting that ¿it isn¿t the first time so I wanted to bring it up.¿ I think many of the syringes are just being tossed by end users in lieu of one that has all of the markings. A quick spot check found a small percentage (approx. 3-5%) that either had no markings or incomplete. Do you have photos to send in? Do you have samples that can be returned for evaluation? F so bd will provide a fedex shipping label. Yes.